Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
A4 patient weight: 62.3 kg. Device evaluated by MFR.: promus element plus,mr,ous 2.50x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damaged. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient weight: (B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.